Manufacturer narrative:
Description of event: as reported, during angioplasty and laser of the lower extremity via access in the right femoral artery, a flexor high-flex ansel guiding sheath separated upon removal of the device. Several balloons and a "1.4 laser" were utilized through the sheath. The anatomy was not tortuous, scarred, or calcified and resistance was not encountered upon insertion or removal of the device, which was in place for approximately one hour. The dilator was not reinserted prior to removal of the device, and nothing was in the lumen at the time of separation. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant did not return the complaint device to cook for investigation. However, cook received a complaint for the same product experiencing the same failure mode. The physical examination of the complaint device in (B)(4) found that the sheath separated at the bond site. The investigation under (B)(4) resulted in the opening of a CAPA , con, and far have been open and are ongoing in reaction to this issue. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. Instructions for use: sheath introduction. 1. If the device has hydrophilic coating, activate the coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. How supplied : upon removal from package, inspect the product to ensure no damage has occurred." A CAPA , con, and far have been open and are ongoing in reaction to this issue. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded bond separation contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Concomitant medical products: cook and abbott balloons, unknown laser. Occupation: scrub tech. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty and laser of the lower extremity via access in the right femoral artery, a flexor high-flex ansel guiding sheath separated upon removal of the device. Several balloons and a "1.4 laser" were utilized through the sheath. The anatomy was not tortuous, scarred, or calcified and resistance was not encountered upon insertion or removal of the device, which was in place for approximately one hour. The dilator was not reinserted prior to removal of the device, and nothing was in the lumen at the time of separation. A four-centimeter segment of the device was left in the patient, who was sent to a hospital for surgical removal of the device fragment. The patient's current status is unknown.